Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 70-280 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.